Event description:
It was reported that the patient received inappropriate antitachycardia pacing therapies for a supraventricular tachycardia rhythm. Programming changes were made. The patient did not experience any adverse effects.